Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803203-femoral head 12/14 taper-unknown, 00630505032-liner standard 32 mm-unknown , unknown-unknown cup-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00914. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Complaint history review for the stem cannot be performed without product identification. Review of complaint history identified additional similar complaints for the reported head. However, as the lot number is unknown, an additional review could not be performed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported was reported underwent are revision procedure approximately 12 years post implantation due to metallosis. During the procedure the head and liner were exchanged. Attempts have been made and additional information on the reported event is unavailable at this time.